Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the crimped stent on the device was damaged at the proximal end. It was noted that the stent struts were deformed on the 1st and 2nd rows from the proximal edge of the stent. A visual examination of the device found that the tip of the device was damaged. The visual and tactile examination of the device found that hypotube was kinked 125mm distal from the strain relief. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the non calcified distal right coronary artery (rca). The lesion was predilated using an unspecified balloon catheter. Then an unspecified drug-eluting stent was implanted in the mid rca. A 3.50x16mm promus element ¿ stent was advanced however the device encountered resistance and was not able to cross the recently implanted stent in the mid rca. The device was removed from the patient and it was noted that the stent struts were deformed "considerably" after interaction with the first stent. The implanted stent remained intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the non calcified distal right coronary artery (rca). The lesion was predilated using an unspecified balloon catheter. Then an unspecified drug-eluting stent was implanted in the mid rca. A 3.50x16mm promus element stent was advanced however the device encountered resistance and was not able to cross the recently implanted stent in the mid rca. The device was removed from the patient and it was noted that the stent struts were deformed "considerably" after interaction with the first stent. The implanted stent remained intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).